Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that on 13 november 2023, a 9mm amplatzer septal occluder was chosen for an atrial septal defect (asd) occlusion procedure using a 6f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the left atrial disc did not enfold correctly and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was recaptured and replaced by a new 8mm amplatzer septal occluder, which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structures, no angulation or kink in the delivery system and the correct size delivery system was used during the procedure. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.